Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of lite meters is 5 years. As the manufacturing date of this product is 2008, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter didn¿t turn on with button depression and test strip insertion. Meter has been de-cased and performed internal visual inspection. No issues were observed. Upon extended investigation on returned meter, meter was able to power on with button press and strip insertion and the meter was able to communicate through serial port communication. The DHR for the returned freestyle lite meter showed the meter passed all tests prior to release. Therefore the reported complaint is not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.